Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no power alarm. Customer's blood glucose value was unknown at the time of the incident. Customer stated that the second occurrence of off no power alarm without low battery alarm. Customer stated that the insulin pump not bumped or dropped. Device will return for analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to confirm off no power alert and unable to perform any tests due to blank display.